Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed during return device analysis as no issues were noted during testing. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other incident reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the steerable guide catheter requiring aspiration. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. When inserting the dilator, air was noted in the steerable guide catheter (sgc). The sgc was flushed and the hemostasis valve tested with no issue noted. The dilator was advanced again however the same issue occurred. This was repeated several times therefore the sgc was removed and replaced with a new one. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.